Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: a review of the black box showed no power on reset events. Moisture was found behind the display lens. No damage or corrosion were found in the battery compartment. The battery cap was not returned. A test cap fully attached to the pump. The pump powered on with auditory and vibratory alarms to a blank display. The pump cover was removed to find moisture ingress on the printed circuit board and internal components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.